Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarms unexpected restart with every battery change and the alarms cannot be cleared. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarms and a replacement pump was advised for the customer however, customer only wants to monitor pump and call back if further issues. No further information was provided.